Event description:
It was reported that during an atec procedure on (B)(6) 2025, the customer reported that the suction from the console dropped and stopped. Samples could not be obtained after the needle was inside the breast and the patient had to be rescheduled. No other information available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device at the time of this report a follow up report will follow with the information from the DHR. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.